Manufacturer narrative:
(B)(4) - (new incision); (secondary surgery); size incorrect for patient; (explanted); (vaulting). Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to inadequate vaulting. The patient had cataract surgery. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, icl was explanted two months postoperatively to address inadequate vault. According to the completed customer complaint questionnaire for surgery, at the same secondary surgery date, cataract surgery with iol implantation was performed due to anterior lens opacity of unknown cause. Per same report, ucva was 20/30 +2 and patient was scheduled for replacement of natural lens of the other eye. It should be noted that at the time of the initial surgery the patient was (B)(6) and per dfu: "indications :the visian icl is indicated for use in adults 21-45 years of age" therefore, there is no sufficient data to support implantation in such patients. Conclusion : based on the complaint history, work order search, product evaluation, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Conclusion (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - an anterior opacity was noted on (B)(6) 2015. The patient had cataract surgery and an iol was implanted.